Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was charging at a slow rate. Troubleshooting could not be performed as the customer/pump was not with the contact at the time of the report. There was no reported impact to the blood glucose level. The contact did not have further information regarding the event.